Event description:
On (B)(6): customer reports, hit emergency switch, unit will not come on. On (B)(6): multiple attempts via phone and (B)(4) letter to customer to obtain add'l info has been unsuccessful. If new info is received, this event will be revised.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.